Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was defective on the bedside board. The cause of the resets is the defective component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the damaged battery charger.

Event description:
A us distributor returned a patient's charger indicating that it caused charger faults.